Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 6/11/87 and revised on 8/28/96 due to a "tubing break on right side near the pump" and "leakage." Requests for the explanted prosthesis and for add'l info surrounding this event have been made, however, to date neither the device nor the info have been received. Without the benefit of analyzing the explant and without the requested info, qa is precluded from commenting on the condition of the device or the events surrounding this incident. Should the explanted device or add'l info be received, qa will re-evaluate this event in accordance with procedures.

Event description:
The device was removed due to "leakage". Secondary to "a tubing break on the right side near the pump".